Event description:
Tarsal tunnel syndrome, peroneal nerve palsy, right knee pain, right calf swelling, right knee sweeling, fever, decreased mobility. The consumer (who is also a nurse), the treating physician, & a clerical worker for an insurance co has previously reported the pt's experience(s) to the distributor & MFR on 5 occasions: in 2000 & 2001. (Reference case 2000 10 133). Info was rec'd in 11/2004 in the form of medical records which provided a positive causal assessment by one of the pt's treating physician's & subsequently re-classified this case as reportable. A summary of the case is as follows: the pt rec'd their first series of 3 synvisc injections into their right knee in 01/2000, 02/2000 & a week later for osteoarthritis. In 09/2000, pt rec'd their first injection of a 2nd synvisc series into their right knee. They tolerated the procedure well. In 09/2000, they were given their 2nd synvisc injection into the right knee, which was tolerated well. At the time of the injection, they also stated that they had been having increasing problems with multiple joint arthralgias, including the metatarsophalangeal joint of their hand & neck. They also reported that they were diagnosed with rheumatoid arthritis (date unknown). In 09/2000, they returned for their 3rd synvisc injection and reported that a day or two after the 2nd injection they had intense knee pain with pain radiating into their leg. At the time of the visit, the physician noted that their pain & swelling had improved. On examination they had no erythema or effusion. They had good range of motion of their knee but with significant pain. Their calf was soft; there was no cord or homan's sign. Repeat x-rays of their right knee showed end-stage medial compartment osteoarthritis & some patellofemoral arthritis. There was no evidence of osteomyelitis. The knee was aspirated & no fluid was obtained. They were injected with the 3rd dose of synvisc & tolerated it well. In 10/2000, they returned to the physician with continued right leg pain. Several tests were ordered: emg nerve conduction velocities, venous duplex doppler studies to rule out dvt, & an MRI of their lumbar spine to rule out disc herniation. The 3rd day, they returned stating their knee pain was markedly improved. They had predominantly anterolateral right ankle pain and into their foot, which was sometimes quite intense. The sweeling in their leg seems to have improved. The venous duplex doppler study was negative for deep venous thrombosis. Emg studies revealed findings consistent with tarsal tunnel syndrome on the right as compared to the left. MRI findings of lumbar spine revealed severe degenerative disc changes at l3-4 with disc space narrowing and modic changes. They did not have obvious herniated nucleus pulposus, spinal stenosis, or fracture. Clinically they were improved. In 10/2000, they returned with continued problems in their right leg. Their description of discomfort continued to be anterolateral right shin pain of a burning nature with numbess & tingling into their foot. They also had difficulties with weakness in their foot and flexion of their foot. They occasionally had deep, aching into their knee and calf as well. They had some weakness diffusely in their right foot, including toe flexors, extensor hallucis longus (ehl), tibialis anterior, and gastrocsoleus. Straight leg raise test was negative. There was no effusion and no palpable mass in their calf. Their MRI of their lumbar spine was reviewed once again and they did not have frank disc herniation. They did have disc protrusion in the far lateral position at l4-5, which conceivably could give them an l4 pattern pain. Right l4 selective nerve block was recommended to help make a diagnosis as to whether or not they had an l4 radiculopathy. In 10/2000, they returned stating that they continued to have numbness in the entirety of the bottom of their right foot & into their toes. They also had knee pain predominantly in the medial compartment, which was consistent with their long-standing osteoarthritis. In 11/2000, they returned with continued discomfort in their right foot & ankle. The physician reported that "their problem seems to be related to a tarsal tunnel type of syndrome." With respect to their knees, they continued with arthritic type pain in their knee. In 11/2000, the pt presented to another physician for evaluation of right lower extemity pain, numbness and tingling. The physician reviewed their records & studies & reported their exam as well as their emg & nerve conduction studies are consistent with tarsal tunnel syndrome. The physician reported he could not explain their dorsal numbness based on these findings. In 12/2000, a letter to an insurance rep from one of the pt's physician's stated that the pt was currently being treated for a complex regional pain syndrome. They had begun physical therapy & were progressing well with that, but were not normal yet. Six days later, they were seen for a flare-up of back pain, which they attributed to walking with a right-sided limp using a cane because of their right leg problem. They had previous lumbar epidural injections which gave some relief of their back & hip pain. They had a history of degenerative changes at l4-5, with far lateral l4-5 disc protrusion. Physical therapy for back exercises was prescribed as well as celebrex as an anti-inflammatory. In 01/2001, they were seen several times & the paresthesias in their leg & foot had significantly improved. They had complete resolution of the paresthesias in their calf & shin, however, they still had paresthesias around their ankle & in their foot. They had begun walking without their cane, but had not returned to work. X-rays done showed marked progression of their medial compartment osteoarthritis in the knee. One physician's impression was that the paresthesias in their leg were coincidentally associated with injection of synvisc.